Event description:
Additional information received indicates that the other lead had low impedance. As such, surgical intervention took place wherein the leads were explanted and replaced to address the issue. Therapy was restored post op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event (b3) and patient weight (a4) are estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI:(B)(4), serial:(B)(6), batch: a000123464.

Event description:
It was reported that impedance check revealed high impedances on one of the leads. Reprogramming on the other lead was able to provide effective therapy. Surgical intervention may take place at a later date to address the impedance issue. Investigation was unable to determine which led has high impedances.